Manufacturer narrative:
Na

Event description:
It was reported that the asymptomatic patient presented for a follow-up in backup vvi. Upon initiating the user download, the device ceased to output and the patient became syncopal. The patient was sustained only by a ventricular escape rhythm in the 30's. She was brought to the emergency room for support, and the device was replaced.